Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not recharge the ipg as recommended. As such, the ipg became inoperable and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.